Event description:
The infusion pump over-infused where it delivered 500 ml of a heparin solution in 40 minutes. The programmed infusion rate was not reported. The pt's ptt levels were elevated afterwards, however. Observation was the only intervention. The hosp biomedical engineering dept evaluated the infusion pump and found no abnormalities in the operation of the device.